Event description:
A pt was injected with radiesse in the temples for lipoatrophy augmentation on (B)(6) 2011. (B)(6), pac placed about 1-1.5cc of radiesse to each temple, deep, just to the bone. Radiesse was also injected to the lower face, near the chin area (1.5cc syringe). The pt did not complain of any issues during the injections. Pt left the office, but returned asking for a glass of water. He went to his car and felt numbness to his face (but was not sure if it was the lidocaine). Pt drove home and started feeling more numbness, heaviness to the left side, cloudy thinking, but continued driving. As he reached home, he could barely park his car, slurred speech. He called his daughter who took him to the ER; left side facial paralysis. Pt stayed overnight at the hospital, up to 2 days. Upon discharge, motor strength of the left side had almost returned to normal, slight slur still present. (B)(6) spoke with the pt again on tuesday ((B)(6) 2011); speech was normal, pt reported tenderness to scalp, pain in temples, slight facial droop.

Manufacturer narrative:
Since (B)(6) was unable to find any link between stroke and dermal fillers, he requested consult with one of the medical directors. On (B)(6) 2011, (B)(6) discussed that the only direct connection from the areas injected (temporal hollow) to the carotid circulation is the zygomaticotemporal branch of the lacrimal artery. However, there is no way to know if this occurred, since all ER tests had been normal. During a follow-up with (B)(6) on (B)(6) 2011, he indicated that the pt had no motor abnormalities but there was still slight droop to left side. The neurologist diagnosed as tia (transient ischemic attack) or stroke that was not detected in the initial doppler scan. The device history records for radiesse lot 1027278 were reviewed. All required testing specifications were met prior to release; there were no abnormalities noted.